Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. It was also reported that adult patient was using a receiver approved only for pediatrics. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported intermittent audio output cannot be determined. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. Adult patient was using pediatric receiver. At the time of contact the patient's mother did not report any injury or medical intervention.